Event description:
Per the clinic, the patient experienced an infection with pus at the implant site resulting in the exposure of the receiver/stimulator unit. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed june 19, 2015.